Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in the USA or approved by the FDA. However, it is being reported as biosense webster considers this a similar device to the smart touch bidirectional catheter approved under p030031/s053. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for premature ventricular contractions with a thermocool smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and a blood transfusion. The event was noted to have occurred during the ablation phase of the procedure, though it was not discovered until after the use of biosense webster products. Total ablation time was less than one minute. No transseptal puncture was performed. The generator was in power control mode, set to 20 watts and not titrated. Anticoagulants were used, but activated clotting times are unknown. No errors were observed on any biosense webster equipment during the procedure. The physician stated that the event was a result of both the procedure and the patient condition, but noted that this had not happened with other biosense webster catheters in the past. The patient was noted to have recovered fully.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for premature ventricular contractions with a thermocool smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and a blood transfusion. The returned device was visually inspected and was found in good condition. A deflection test was performed, which catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on the carto 3 system. The catheter was recognized by carto 3 system with proper visualization and no error messages. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. An irrigation test was performed, and the catheter passed. No occlusion was observed. The catheter was tested for electrical performance, temperature response and generator compatibility. Electrode #6 failed during the electrical test. Further examination revealed that the lead wire on electrode #6 was broken, causing improper signaling conditions. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during the electrical test, but the root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
On 9/23/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).